Event description:
It was reported that a one-link needle free IV connector disconnected from unknown non-baxter tubing and leaked an unknown chemo drug. Patient involvement was unknown, however there was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.